Event description:
The pt presented with stenosis of the right sfa. A contralateral approach was used via the right common femoral artery, with the sheath in place over the iliac bifurcation. The lesion was predilated, and a 6x100 smart control stent was deployed without incident. A second stent was required and a 6x60 smart control was prepared and was advanced through the sheath. There was a great degree of difficulty passing this second sds through the sheath, and it was then noted that the stent was partially deployed. The physician was unable to push the stent further, so it was removed along with the sheath. A new sheath was inserted and another smart stent (6x100) was used to successfully complete the procedure. There was no report of any adverse effects to the pt. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code).